Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex device may have caused or contributed to the reported event and removal of the device. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient was implanted with the ventralex mesh. (B)(6) 2018: the patient underwent hernia surgery wherein previous mesh was found wadded up and was removed. Patient suffered injuries from the ventralex polypropylene hernia mesh including shrinkage of the mesh prosthesis. This condition was so disabling that patient required additional surgery and incurred physical pain and suffering. As a result of the implantation and subsequent surgery to excise and remove the ventralex mesh, patient suffered personal injuries. He was required and will continue to require healthcare and services. He has also suffered and will continue to suffer pain.